Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 442mg/dl as well as low blood glucose level of 49 mg/dl. Customer state that insulin pump had motor error alarm. Customer was able to rewind pump. Drive support cap was normal. Customer was treated with insulin pump for high blood glucose and treated with sweet stuff for low blood glucose level. Customer experienced blood glucose of 386 mg/dl. Customer declined troubleshoot for high and low blood glucose level. The insulin pump will not be returned for analysis.